Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes had a sterility issue. This occurred on 2 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: secondary repackaging personnel found 1 tube in a pack of 367841 with missing tube cap: unattached to tube body, during redressing process.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes had a sterility issue. This occurred on 2 separate occasions. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: secondary repackaging personnel found 1 tube in a pack of 367841 with missing tube cap: unattached to tube body, during redressing process.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for improper assembly with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Root cause description: based on evaluation of the customer photos, the customer¿s indicated failure mode for improper assembly with the incident lot was observed. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.